Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, brown particles in shell, weight within specification. A microscopic analysis was performed which identified; a sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nick and a curved striated opening on posterior side assessed as surgical damage.

Event description:
Physician reports left side rupture and seroma. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device photo evaluation: visual analysis identified yellow and brown particle material on the shell and opening.

Event description:
Physician reports left side rupture and seroma. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified two devices, one seems to be broken and the other seems to be intact and on the surface, it has red particles, however they are labeled but it is not possible to understand what it says. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of the left implant and seroma. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reports left side rupture and seroma. The device has been explanted.